Event description:
Procedure: colon resection. According to the reporter: the ta was placed around the bowel and closed to fire the instrument. When the bowel was transected, the instrument had not fired staples. The surgeon had to resolve the significant blood loss by manual suturing and completed the anastomosis after a 2 hour delay. The pt sex was not reported. The device will be returned for further examination.